Event description:
Blower temp high was reported. No patient harm reported.

Manufacturer narrative:
This complaint was caused by the customer returned blower assembly due to a failure of the lm20 temperature sensor. This customer returned mc board was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.